Manufacturer narrative:
Unit received with button error alarm due to flattened button dome switches at the act and esc buttons. Unable to perform the test mini link transmitter for low blood glucose alert and occlusion test due to button error alarm.

Event description:
Customer reported via phone call to have received a button error alarm. Buttons were not pressed down for more than 3 minutes. Customer's blood glucose was 77 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.